Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted incisional hernia tar surgical procedure, that a customer described ongoing faults on the integrated electrical surgical unit (iesu), including multiple error codes, and stated that power cycling the generator did not resolve the issue. The customer received phone assistance from the technical service engineer (tse). The tse then guided the customer to move the generator power cable to a dedicated outlet, but the faults persisted. The customer did not have an alternate generator available, continued with the surgical procedure, and the call ended with tse. The procedure was completing as planned with no reported injury.